Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1146 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that the catheter failed to preflush because the valves failed to open. The catheter was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to infuse is unconfirmed as the alleged problem could not be reproduced. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed the catheter was returned on the flushing hub with the stylet inserted. The catheter appeared to be bunched up on the distal end of the cannula of the flushing hub and the stylet was observed to be slightly bent at this location. A reddish-orange residue was observed on the proximal end of the stylet within the flushing hub. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were observed. A lot history review (lhr) of reaw1146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter failed to preflush because the valves failed to open. The catheter was not used on the patient.